Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultra meter was not powering on when a test strip was inserted. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported "awhile" prior to contacting lfs, the alleged issue occurred. The patient reported using novolog 6-10 units adjusting according to her averages, with lantus, 12 units in the morning and evening to manage her diabetes. The patient reported, she made no changes to her usual diet, activity level or medications on the day of the alleged issue. The patient reported at an unknown time and date the patient developed symptoms of feeling "dizzy, thirsty, nausea and not feeling good." It is unclear if the patient associates these symptoms with high or low blood glucose. The patient reported "one month" prior to contacting lfs and "a few times after" the patient reported treating herself with insulin in response to the symptoms. The patient denied testing on another device. At the time of troubleshooting, the cca determined the subject meter had the incorrect battery installed. The cca noted there was no misuse of the meter and this was not the first time the meter had been used. The cca confirmed, the patient was using the correct test strips but did not have the subject test strip available for a retest. The cca noted when a new test strip was inserted, the meter powered on, and with the power button, the meter turned on. Replacement products were sent to the patient. This complaint is being reported as an adverse event because, the patient reported due to the alleged issue, she developed symptoms suggestive of hyperglycemia and required self treatment.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.